Event description:
During a laparoscopic assisted splenectomy procedure, upon the first five minutes of using the device, the tissue pad was falling off. The surgeon completed the case with ligasure. No patient consequence.